Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator system. The patient developed a pocket infection. It was further reported the patient was treated pharmacologically and the device was not explanted. There was no further patient complications reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac defibrillator system. The patient developed a pocket infection. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed no anomalies. It was further reported the patient was treated pharmacologically and the device remained in use. In addition patient information has been obtained and added. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: (B)(4).